Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they tried their contacting 2 patient coordinators but weren't able to reach either. The patient stated that they had a pretty good luck with the ins regulating their bowel activity, but nowadays, when they had the urge of having a bowel movement, they were not able to. The patient stated that they recently had a hip replacement mid-january, and they didn't know if it was coincidental, but the function of the ins hadn't been effective since. The agent walked them through connecting to the ins and reviewed changing programs. The patient was able to connect, change programs, and increased the stimulation to a comfortable level. The patient was to monitor their symptoms and was redirected to the healthcare provider if it persisted.